Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found intermittent image due to a damaged/cracked connector. The most probable cause of the failure is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had no image and error message. There was an error message during a case and then, it just stopped and went black. The issue occurred during an unknown procedure. There were no reports of patient harm.